Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, legal representative stated this patient presented with frequent uti¿s, pyelonephritis. Partial excision of eroded restorelle with removal of eroded permanent suture, vaginal wall mucosa closure, cystoscopy at that time. Intraoperative findings: palpable restorelle erosion under left ureter, erosion of permanent suture through vaginal wall. It was also noted that right buttock numbness was experienced since initial restorelle placement. Partial excision of eroded/migrated restorelle vaginal wall mucosa excision/biopsy/closure, cystoscopy x 2. Intraoperative findings: palpable migrated/bunched restorelle under left vaginal wall mucosa near the apex.